Manufacturer narrative:
The reported event of unspecified fitting issue was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device found no anomaly contributing to reported events. Functional testing was performed, and device was within normal range of operation.

Event description:
During an implant procedure, the torque wrench did not fit properly into the set screw of the device. A new device was implanted successfully to resolve event. The patient was stable.